Event description:
Information received from the field notes that the patient was not pacemaker dependent. Initial interrogation showed dashes (---) for most of the programmable parameters. Attempts to download and restart the microprocessor wwere unsuccessful. It is believed that the device was not functioning properly after a non-pacemaker related surgery. Also noted was a high battery current drain.